Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that the nail was too long. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 8/18/2023 that a sign im nail implanted to repair a fracture was replaced with a shorter nail due to protrusion into the ankle joint causing pain with non-union. The im nail was replaced with a 11mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "the most distal screw is pressing under the skin. The long nail is causing paine and the patient asks for removal. I have removed the nail size 10-380 and inserted a nail size 11-360."